Event description:
Information was received indicating that the pump exhibited a "primary audible alarm." It is unknown if there was any patient involvement or any adverse effects.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.